Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted.

Event description:
The customer reported that the jaws would no longer open after being applied to tissue. Add'l resection was required to release the device from patient. There was no patient injury.